Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the event was unknown. On the same day as the event onset, the patient was hospitalized. The patient was treated with magnova injection (1.25gm, route, frequency and duration were not reported) and vancomycin injection (1gm, route, frequency and duration were not reported) for peritonitis. On an unreported date, antibiotic treatment was discontinued. Four days after admission, the patient was discharged from the hospital and was recovered from the event. Pd therapy was ongoing. No additional information is available.